Manufacturer narrative:
As reported, upon opening a "mark" was noted the ventralex st mesh. Initial photo provided shows there is a small discoloration on the mesh where the recoil ring is located. Visual evaluation of the returned subject device finds there is no presence of a discoloration (as seen in the photo provided) or foreign material as received. Based on the sample evaluation no conclusion can be made as to what was present on the device at the time the photo was taken as there are no anomalies found at this time. Review of manufacturing records indicate product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(6) units released for distribution in june 2023. Note, the date of event is considered to be a best estimate as 26-oct-2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, a "mark" was noticed on the ventralex st mesh when it was removed from the sterile package; as reported, the outer package did not have any marks. Another mesh was used to complete the procedure. There was no reported patient injury.